Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. There was a purge leak from the unit after almost 20 plus days of support, it is unknown what was dont to address the issue but the pump continued to support the patient for another 2 days before it was explanted. No patient harm was reported due to the issue.

Manufacturer narrative:
The pump was not returned for investigation. The data log was not required for the investigation. The cause of the purge leak issue was not determined, as the product was not returned and sufficient clinical information was not provided. The device passed all post sterile inspection checks.

Manufacturer narrative:
Section h code has been updated based on additional information. Health effect - impact code, f1905, was removed. This report reflects the most up to date coding.